Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung mobilization on a laparoscopic video assisted thoracoscopic lobectomy, the handle on the device jammed and would not stop activating the energy, the surgeon had to physically open the handle to stop the energy. They used another device to complete the case. There was no patient injury.